Manufacturer narrative:
(B)(4). The device was evaluated and no fault was found with this device. Device passed all tests.

Event description:
It was reported that an emergency c-section was performed for a prolapsed cord at (B)(6) weeks. The baby was stillborn. The resuscitation team tried to revive the baby with no effect. The monitor showed good heartrate tracing throughout. However, no audible or palpible heartrate was heard or felt. Medical review of the received information with the reporting physician indicated that this event most likely was not a device issue.

Manufacturer narrative:
(B)(4). The device was received for evaluation. However, it has not yet begun. Warnings alert the user to potential serious outcomes, such as death, injury, or adverse events to the patient or user are readily available on the instructions for use (IFU). Warning: do not make any clinical judgments based solely on the oximax n-65. The monitor is intended only as an adjunct in patient assessment. It must be used in conjunction with clinical signs and symptoms. Warning: before use, carefully read the applicable oximax sensor directions for use, including all warnings, cautions, and instructions.